Event description:
It was reported to a boston scientific sales representative that; during an ablation procedure, a perforation occurred at the inferior vena cava. The location of perforation initially was not known, however, the perforation was confirmed by echo & fluro. The perforation was approximately the size of a nickel posterior. A pericardial tap was performed via syringe aspiration. A sternotomy initially attempted subxiphoid approach, but when a significant amount of bleeding was noted, sternotomy was performed and the pt was put on bypass. The pt survived initial procedure and experienced ventricular fibrillation/cardiac arrest post op in the ICU and returned to surgery. The pt had left femoral artery bleed with repair. When the left femoral artery was visualized, his pressure dropped and he again fibrillated, but could not be revived even after multiple attempts at defibrillation and multiple medications for an extended period of time.

Manufacturer narrative:
Additional info received on august 19, 2008 from the complaint reporter; "it was reported that the pt was being treated for atrial flutter. It is believed that the femoral bleeding that occurred after the ep procedure was on the left side. However, they were on the right side during the ep procedure. The physician believes he heard a steam pop just prior to the perforation." The device was disposed; therefore, no product analysis will be performed. Review of labeling performed; cardiac perforation, cardiac arrest and death are labeled potential adverse events. Investigation of event is on going. Boston scientific requested additional info. A follow up report will be submitted upon completion of investigation.